Event description:
The pt , a 16 year old iddm, "got sick" on 1/25. A fasting blood glucose result on her meter was 386 mg/dl. Because she was feeling nauseous, she was transported to the hospital 30 minutes subsequent to this test and 45 minutes after her arrival, a hospital blood glucose test was 690 mg/dl (unk method). The pt was admitted to the ICU with a diagnosis of "nausea and dehydration," treated with IV and insulin and released on 1/27. It was reported that the pt does not test regularly, nor does she eat regularly, however, she does take her prescribed insulin dosages regardless of meter results. She does not test her blood sugar at school because she does not want to be different from "other kids." Although the meter is cleaned according to MFR's recommendations, quality control tests designed to detect potential inaccurate results are not performed. Calibration status is unk at this time.